Event description:
2000-cardiac cath right groin with perclose suture used to close. Four days later-re-admitted for coronary artery bypass surgery which was cancelled due to acute cellulitis right groin. Antibiotic tx initiated. Ten days later-exploration right groin, I&d and repair of right femoral artery. Perclose suture removed. Thirteen days later-exploration of right groin for bleeding. Extensive necrosis of wall of right femoral artery. Debridement right femoral artery. Segment of artery was resected & replaced with gortex graft. Sartorius muscle flap. Fifteen days later-debridement necrotic skin edges & re-do of muscle flap. Nineteen days later-referred to another facility for further medical management.